Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that scleral thinning was also observed on the reported event date. The patient's condition was noted to be continuing on (B)(6) 2016; however, the patient is only under observation and is not receiving treatment for the condition at this time.

Event description:
The second suture lysis was performed on (B)(6) 2013. Corrected information: filtration failure did not occur, and trabeculectomy was not performed.

Manufacturer narrative:
Evaluation summary: a sample was not returned as the shunt has remained implanted in the patient's eye; therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no similar complaints reported in the lot number. Because a sample was not returned, the root cause could not be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that following implantation of a glaucoma filtration device, the shunt was observed to be visible through the sclera of the patient's eye. Suture lysis was performed on (B)(6) 2013 and again on a later unspecified date. Two different topical prostaglandin drops and one combination of a topical carbonic anhydrase inhibitor and a topical beta-adrenergic receptor blocking agent drop were also prescribed. At 24-36 months postoperatively, filtration failure occurred, and a trabeculectomy was performed.